Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter shaft was bent. The mechanical operation of the balloon catheter was analyzed. The catheter was damaged during use. (B)(4).

Event description:
It was reported that during implant the balloon would not deflate with manual traction for several minutes. The physician attempted to pull the balloon into the sheath and with enough pressure, the catheter came back. It was noticed on fluoroscopy that the balloon detached and no longer was attached to the catheter. No patient complications have been reported as a result of this event.